Manufacturer narrative:
(B)(4).

Event description:
It was reported previously that piece of the power supply that connects into the 10 volt dc on the vps console is loose. It would cause the vps to shut down if there is not adequate contact. To resolve the issue, they used electrical tape to push the cord upwards on an angle so it always made contact. As a result of continuing to use the vps, the unit was taken to biomed after it had "smoked." The power connector that was loose shorted against something internal and almost caused a fire. You can smell the burnt electronics at the connector. There was no patient death or complications reported. Follow up information states this occurred when the console was plugged in. The procedure was completed without the use of the vps. There was no effect on the patient.